Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure the patient underwent was not (available) and the pre and post-operative diagnosis was not (available) no operative report.(B)(6) 2015 - underwent a procedure for a laparoscopic repair of incisional hernia with the pre and post-operative diagnosis for a incisional hernia. (B)(6) 2016 - underwent a procedure for the turbt, attempted retrograde pyelogram with the pre-operative diagnosis of a right hydronephrosis and the post-operative diagnosis of the right hydrohephrosis, and bladder tumor. (B)(6) 2016 underwent a procedure for the right ureteroscopy, diagnostic, turbt and 6 x 22 double-j stent insertion with the pre and post-operative diagnosis a bladder tumor with right hydronephrosis. (B)(6) 2016 underwent a procedure for a cystoscopy, right diagnostic ureteroscopy and stent with pre and post-operative diagnosis of the right-sised hydronephrosis with flank pain with history of squamous metaplasia and transurethral resection of bladder tumor.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received ; preoperative diagnosis: stress urinary incontinence. Postoperative diagnosis: stress urinary incontinence. Procedure: cystoscopy. Pubovaginal sling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.